Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint.. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted for eight (8) years and five (5) months was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve. The implantation data card indicated that the device explant was due to deficiency of the original device.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information a (B)(6) bioprosthetic aortic valve, implanted for eight (8) years and five (5) months was explanted due to calcified valve leaflets and recurrent severe aortic stenosis. Patient presented with increased shortness of breath and lower extremity peripheral edema. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve. The patient also underwent aortic root enlargement with dacron patch during the procedure. The patient was transferred to the intensive care unit in guarded condition. Patient was discharged in stable condition on post-operative day eight (8). Per physician, surgical valve malfunctioned/did not perform as intended due to calcified leaflets.